Manufacturer narrative:
Integra has completed their internal investigation on 03/20/2017 . The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the reported catheter is belonged to lot 111erx271581, 110-4b. Lot 111erx271581 that mfg on 29 sep 2016 and will be exp. On 30-apr-2019; lot met requirements before released to finished goods. The complaint history, model 110-4xxx, from feb-2016 through jan-2017 reviewed; there were four other complaints that issued with complaint code (B)(4), and four of them were confirmed. (B)(4). Conclusion: the customer¿s complaint ¿at the end of the procedure, the hub crumbled and broke away at the scalp of the patient¿ could not be confirmed, as of today the device has not returned for evaluation. A review of the device history record based on the lot number reported did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories.

Event description:
On (B)(6) 2017, at the end of the procedure, the 1104b olm intracranial pressure monitoring kit the hub crumbled and broke away at the scalp of the patient. There was no injury to the patient. It was unknown if a revision or medical intervention required. Additional information was requested.